Event description:
It was reported that during procedure, the handpiece would not home after several tries. The anspach drill was taken apart, the bur and long attachments were removed and had no luck. The anspach drill was replaced and still would not work, replaced the long attachment still did not home, replaced the handpiece with the original drill and long attachment and it worked. During the case the drill was extremely louder than usual, the staff noticed and asked to get it replaced. Investigation results revealed the drill has a damaged/broken motor shaft driver and the handpiece has a bent drill guide support that causes excess friction during homing. This was causing the handpiece to fall homing by exceeding the homing torque, see bug 860. This complaint is for the handpiece.

Manufacturer narrative:
H10: h6: the device, intended to be used during treatment, was not returned for a prior investigation. A functional investigation could not be performed. However, a photo of the handpiece tracker array was provided and visually inspected to find that the device was made of aluminum. Aluminum material that can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review was performed and found 26 similar reports of the event. This issue will continue to be monitored. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece tracker. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. The initial visual/functional investigation found that the handpiece had a bent drill guide support that caused excess friction during homing. This was causing the handpiece to fail homing by exceeding the homing torque. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support. The material has been changed to stainless steel to increase durability and reduce deformation in the field.